Event description:
It was reported that a physician performed a novasure endometrial ablation and received two unsuccessful cavity integrity assessment (cia) tests. The physician then performed hysteroscopy and visualized a "5mm" perforation. No intervention was required. The pt was admitted for observation and discharged home the following day. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).